Event description:
An impella cp was inserted via the femoral access to support the 75-year-old male patient who was admitted in with indication of a protected percutaneous coronary intervention (pci), and presenting in scai stage d shock. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to the pump use. The underlying medical history was not shared. The access was complicated and in poor position and with multiple attempted artery sticks. The first was below the bifurcation, and the second was at bifurcation itself, but was utilized for the impella sheath and pump placement. At the conclusion of the case the team removed the 14fr introducer and advanced the pump's repositioning sheath. The team then assessed the groin and discovered a dissection, explanted the pump, and treated via the opposite leg, and dissection resolved. The patient condition continued to deteriorate and additional vasopressor medication was added. The patient arrested and expired when the code failed. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1. This report is submitted as a follow up to provide corrected information following an internal review. Ppae/cardiac arrest: the cause of the injury was not determined due to insufficient clinical details.